Event description:
The customer reported a filament regulator error message. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A filament calibration was performed. The sys was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.